Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the connection to a supply bag was loose and the bag became disconnected. The technical service representative helped the patient clear the alarms. Proper procedures were reviewed with the patient. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient reported that the supply bag had a loose connection and became disconnected. This is a know cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.